Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received no delivery alarm during a bolus. The user also reported having received a failed battery test, having the pump squirt insulin while priming, and harder to press keypad buttons. The customer reported the pump locking up once that was resolved by removing and replacing the battery and having to reset the time and date. Customer declined to provide their blood glucose level. Troubleshooting was not completed as the customer declined troubleshooting. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.